Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needles, blood leaked from the non-patient end of the device. This occurred with four (4) devices. Patient also reported that the venipuncture was painful. Recollections were needed to obtain the blood sample. There was no report of adverse impact to patients or users.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needles, blood leaked from the non-patient end of the device. This occurred with four (4) devices. Patient also reported that the venipuncture was painful. Recollections were needed to obtain the blood sample. There was no report of adverse impact to patients or users.

Manufacturer narrative:
Investigation summary: "bd received 8 photos for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage was observed. The failure mode for poor needle point integrity was not observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination for needle point integrity and another 10 retention samples for sufficient lubrication coverage, and the indicated failure mode for poor needle point integrity with the incident lot was not observed as all product specifications were met. Another 10 retention samples were evaluated by functional draw testing and no issues were observed relating to sleeve leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. This complaint could not be confirmed for poor needle point integrity. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.